Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed the condensation removal to remove condensation from the pneumatic module assembly (pim). Subsequently the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, water condensation was observed in the catheter being use on the cardiosave intra-aortic balloon pump (iabp). It was noted that no alarms were generated. There was no harm or injury to the patient and no adverse event was reported.